Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the attached device manufacturing record was retrieved for review with no related deviations or anomalies identified. The provided constraining ring record indicates no non-conformances. Device history review : the device manufacturing record was retrieved for review with no related deviations or anomalies identified. The provided constraining ring record indicates no non-conformances.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was revised due to painful left hip and knee. Patient has an lps total femur prosthesis in situ with a constrained liner. The locking ring on the constrained liner broke into 3 pieces and migrated all the way down into the back of the femur. All pieces were retrieved. Doi: (B)(6) 2019. Dor: (B)(6) 2021, left hip and knee.